Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. This device is used for treatment. The complaint history search for the part and lot combination for tibial, articular surface, femoral and stem extension components found no other complaints. A definitive root cause cannot be determined with the information provided.

Event description:
It has been reported that even after her total knee arthroplasty revision, the patient is still experiencing pain.